Event description:
Brand new offset reamer handle arrived as replacement, when cssd took the handle out of the packaging there was a loose screw.

Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. The device is missing one screw. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: it was reported that brand new offset reamer handle arrived as replacement, when cssd took the handle out of the packaging there was a loose screw. The event was confirmed based evaluation of the returned device. The product manufacturing representatives reviewed the event and stated that there were 100% receiving inspection in place where people could touch those screws as part of normal handling. Excessive handling could result in screw dissociation or screw breakaway torque variations. The failure is highly likely cased due to excessive handing. The exact root cause cannot be determined. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.